Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The complaint states that "cgm accuracy" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the day of the event the cgm reading dropped from 80, to 70 and eventually 40 mg/dl. The patient was feeling fine at that moment and had no symptoms. The patient self-treated with earing glucose and as the cgm reading did not change, the patient went to the hospital. At the hospital a fingerstick was taken and the cgm reading was 40 mg/dl, and the blood glucose reading was 170 and eventually 256 mg/dl. No treatment was given initially, but an x-ray was made which indicated that the patient had a pneumonia. The patient received unspecified intravenous fluids, but the indication for the treatment was not reported. The patient was discharged after 6 hours and reconfirmed that she did not experience any symptoms during the event related to hypoglycemia. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d and c zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).